Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap cracked causing leakage of iodine. This occurred during peritoneal dialysis therapy. The leak was detected after the minicap had been in use for 1 hour. There was no extra force used to apply the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two (2) photographs were provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual analysis of the photo revealed that the mini cap was connected to the transfer set and presented a crack in the upper part of the mini cap. The reported issue was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.